Manufacturer narrative:
Concomitant products: product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 748295, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37651, serial# (B)(4), product type recharger; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 214180001, implanted: (B)(6) 2009, product type accessory; product ID 3387s-40, lot# v055961, implanted: (B)(6) 2007, product type lead; product ID 3387s-40, lot# v045101, implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
Additional information reported that the patient had originally noticed that battery was drained because the patient¿s symptoms had increased dramatically.

Event description:
It was reported that a patient was charging more often than was expected. The patient usually 'gets a lot more time between recharge sessions.' The patient's battery was fully charged and by the next night it was 'dead.' It was noted that the patient never had the battery die in 3 years. The patient saw their health care provider (hcp) and had their device reprogrammed. Later the same day it was reported that the patient was unable to adjust the stimulation. The programmer indicated that the battery was low. Three days later it was reported that the patient had a 'small' reprogramming on (B)(6) 2013. Two days after reprogramming the battery had depleted. It was confirmed that the recharger was getting 'excellent' coupling, between 6-8 bars. The next day it was reported that the patient's battery was fully charged the previous night and now it is at half the charge capacity. It was stated that the patient was re-programmed by their hcp the previous week and 2 days after re-programming that battery had depleted. It was stated that the hcp had been 'tweaking' the patient's programming. A day later it was reported that when the patient was re-programmed, the hcp added electrode #0 to be programmed as 2+/1-/0-. The hcp checked the impedances after reprogramming and stated that they were 'fine.' The patient returned to the doctor's office stating that the battery was dying much more quickly. The impedances were checked again there were 'low out of range' impedances between electrodes 2 and 0, measuring 80 ohms. Five days later it was reported by the hcp that the cause of the event was a short circuit, 83 ohms. There was no patient injury or hospitalization. The patient was re-programmed to avoid using contact 0. It was noted that the hcp was going to do an x-ray. About one week later it was reported that the patient had no concerns with their device or therapy. They had received assistance and their concerns were resolved. No further information was provided.

Manufacturer narrative:
(B)(4).